Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: additional product code: ftm, ftl. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Initial reporter is a j&j sales representative. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that titanium mesh and biomaterial have been detached and teared. This complaint involves one(1) device synpor/titan orbit-fl-mesh-pl rad 44.6 t. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part # 08.520.120s. Lot # ds7005471. Manufacturing site: werk selzach. Release to warehouse date: 09 aug2020. Expiration date:01 jun2025. Supplier: dsm biomedical. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that synpor/titan orbit-fl-mesh-pl rad 44.6 t had the polyethylene coating with a brown substance staining the packaging. Also had the outer polyethylene layer and the middle titanium plate layer separated. This condition is a degradation problem identified. A dimensional inspection for thesynpor/titan orbit-fl-mesh-pl rad 44.6 t was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the ssynpor/titan orbit-fl-mesh-pl rad 44.6 t would contribute to the complained device issue. Dsm biomedical initiated corrective action: to continue the root cause investigation for delamination complaints in this family of devices. Any further actions will be determined under the CAPA opened at dsm biomedical. Any further corrective/preventive actions if required will be captured under CAPA. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e1 h3, h6: part # 08.520.120s lot # ds7005471 manufacturing site:(B)(4) release to warehouse date: 09 aug2020 expiration date:01 jun2025 supplier: (B)(4) a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that synpor/titan orbit-fl-mesh-pl rad 44.6 t had the outer polyethylene layer and the middle titanium plate layer separated. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for synpor/titan orbit-fl-mesh-pl rad 44.6 t. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.